Manufacturer narrative:
It was reported that during a subsequent surgery on a second patient, the surgeon realized that in a prior surgery on their first patient, the surgeon had not turned the blocking screw to the locked position, and held a revision surgery and successfully locked the implant. Attempted to contact field sales representative for more information but received no response. Reported incident suggests surgeon user misuse in failure to follow proper technique, however this cannot be confirmed. The complaint is indeterminate. The device was not returned. If the device is returned, the complaint will be reopened for further evaluation.

Event description:
It was reported that hedron implant identified during the first surgery alif locking mechanism was not turned to the locked position with his priror patient. Hedron was used with 27mm anchors in the first surgery the locking mechanism was successfully engaged.